Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the up/down/contrast keypad buttons were intermittently responding to user input during testing, all the keypad buttons sprung back normally, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly need to be pressed several times for a response. The patient claimed that the keypad buttons felt normal and denied damage to the keypad. There was no adverse event associated with this complaint.